Event description:
It was reported that during an endovascular procedure for an intracranial aneurysm, the proximal end of the subject stent was fish mouthed, and would not open. The middle of the stent at the anterior genu was not fully opposed. The physician wanted to ride the microcatheter through the subject stent, over the delivery wire to capture the pedals, hoping that it would open the mid body of the stent. That move didn't help so the physician got the guidewire at put a big j on it. When attempting to re-access, guidewire went above the stent and made it fish mouthed even more. The physician then placed another stent to try to prop open the proximal end of the subject stent. That helped, but did not open it. Then balloon was tried but couldn't reaccess. No clinical consequences were reported to the patient due to this event as the patient had good collaterals. There was prolongation of the procedure due to the reported event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the device was prepared as per dfu. A catheter was used with the flow diverter and the catheter tip was not shaped. The flow diverter was recaptured/resheathed back during the procedure once. Continuous flush was maintained. The anatomy was not tortuous. There was no resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance encountered during the flow diverter deployment. Access was through radial. There was no injury/resistance encountered during the procedure. The physician didn¿t know what caused the flow diverter not to open, blamed flow diverter. A balloon was used to fully open the flow diverter after stent but couldn¿t reaccess, so fish mouthed. The location of the flow diverter when it failed to open was proximal anterior genu. The patient received dual anti-platelet agents prior to and post procedure. The patient was continued on dapt medication post-procedure due to the reported issue. There were no changes noted to the vessel wall at implantation site. The size of the flow diverter was 4 x 17. There was a surgical delay of 210 minutes. The physician does not feel that the anatomy and/or location of intended area of treatment may have contributed to the reported event, he said it should have been an easy case. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to reported issue ¿stent failed/unable to open¿.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that during an endovascular procedure for an intracranial aneurysm, the proximal end of the subject stent was fish mouthed, and would not open. The middle of the stent at the anterior genu was not fully opposed. The physician wanted to ride the microcatheter through the subject stent, over the delivery wire to capture the pedals, hoping that it would open the mid body of the stent. That move didn't help so the physician got the guidewire at put a big j on it. When attempting to re-access, guidewire went above the stent and made it fish mouthed even more. The physician then placed another stent to try to prop open the proximal end of the subject stent. That helped, but did not open it. Then balloon was tried but couldn't reaccess. No clinical consequences were reported to the patient due to this event as the patient had good collaterals. There was prolongation of the procedure due to the reported event.